Event description:
It was reported to philips that the device required a processor pca replacement due to an ECG bias failure. There was no patient involvement.

Event description:
It was reported to philips that the device required a processor pca replacement due to an ECG bias failure. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# (B)(4), the correct cfn# is (B)(4).